Manufacturer narrative:
A ge service rep performed an onsite investigation. The contacts were secured and the display control boards were swapped. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system displayed an error message and would not boot up. No pt injury was reported.